Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a healthcare professional from (B)(4) of mild abdominal pain and cloudy effluent in a (B)(6) male patient coincident with dianeal unknown and nutrineal pd4 unknown bag therapies. On an unreported date, the patient began treatment with dianeal 1.36% (dose, frequency and lot number not reported) and nutrineal pd4 unknown bag (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient began treatment with dianeal. On (B)(6) 2011, the patient experienced cloudy effluent, fibrin and mild abdominal pain. The severity for the aforementioned events was considered mild. On (B)(6) 2011, the patient was treated with vancomycin 1800 mg ip and gentamicin 80 mg ip (frequency not reported), which were discontinued later that evening. On (B)(6) 2011, the patient began treatment with imported (B)(4) dianeal. On (B)(6) 2011, the patient's "bag was slightly cloudy." The nurse reported that "although the patient was feeling well." On (B)(6) 2011, the vancomycin level was 12.1 and the gentamicin level was 0.4 (units not reported). On (B)(6) 2011, the drainage was running clear. On (B)(6) 2011, the patient received treatment, for four days, with vancomycin 900 mg ip and gentamicin 40 mg ip (frequency not reported). The events of mild abdominal pain and cloudy effluent were reported as ongoing and improved. Action taken with imported (B)(4) dianeal and nutrineal pd4 unknown bag were reported as ongoing. Action taken with dianeal was not reported. The reporter did not provide an assessment of causality for the events of mild abdominal pain and cloudy effluent and the relationship to dianeal unknown and nutrineal pd4 unknown bag therapies.